Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/17/2016 with the following findings: the display screen has a pinkish contrast. Pump powers to verify screen with no issues. No debris observed in cartridge compartment. Performed rewind and load cartridge successfully, then primed cartridge to 180u. Removed cartridge and verified cartridge was at 180u. Reinstalled cartridge. Performed rewind, then load once again. Piston stopped at 180u, display correctly read 180u. Units remaining were calculated correctly in steps 17 through. Unable to duplicate complaint. (B)(6).

Event description:
There was no adverse event reported with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 11/17/2016.